Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 132 mg/dl. Customer was advised to do a complete set change. Customer does not want to return the set or reservoir for analysis. Customer also mentioned that she is going through batteries every week. Customer stated that from (B)(6) 2014, she had a high blood glucose of 600 mg/dl all of those days but her blood glucose is down. Customer stated that she only had shrimp today and nothing else. Customer stated that she will call back when and if her blood glucose goes high again. Customer stated that her doctor has run a test and found no infections. Customer's doctor did some adjustments with her pump.